Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (34) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported that the needle is missing from non patient end of 42 needle hubs. All 34 returned samples were examined, and the following was observed: 10 exhibited a bent non-patient end (npe) cannula. 16 exhibited a broken npe cannula. 8 exhibited a straight npe cannula. The samples with bent or broken npe cannulas would be the cause for the customer thinking that the npe cannulas were missing, as reported. No evidence of manufacturing defect was observed. Since all 34 samples were returned after use, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent or broken due to user error when handling the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 16 bd nano¿ 2nd gen pen needles' non-patient end cannulas were broken. The following information was provided by the initial reporter: "grandson of consumer reported that the needle is missing from non patient end of 42 needle hubs. Consumer reported the same issue back in (B)(6) 2020". Via bd investigation: "customer returned (34) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported that the needle is missing from non patient end of 42 needle hubs. All 34 returned samples were examined, and the following was observed: 10 exhibited a bent non-patient end (npe) cannula. 16 exhibited a broken npe cannula. 8 exhibited a straight npe cannula".